Event description:
Related manufacturer reference number: 1627487-2021-17131. It was reported that the patient underwent surgical intervention wherein both scs extensions were explanted and replaced due to high impedances, resolving the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event and device information. The unique device identifier (UDI #) is unknown because the lot and part number were not provided. The reported event for high impedance was confirmed. As returned, microscopic inspection of the return extensions revealed multiple broken wires inside the header. The cause is consistent with an overstress condition or sudden event that the extension may have been subjected to while still in vivo.